Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed multiple occurrences of "cassette not attached properly" alarm messages. Functional testing was unable to duplicate the reported issue. As the event log showed evidence of the reported issue, the investigation determined that an inoperable downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced to correct the issue. Service history review identified the complaint was related to a previous service of the device within the review period.

Event description:
It was reported that out of box, during testing the device's cassette was not properly attached. Per reporter the device was recently serviced. There was no patient involvement.